Manufacturer narrative:
Based on the claim against the product by the customer noting the sealing issue, an investigation is completed to determine the cause of this reported event. Intuitive surgical received the vessel sealer extend associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer-reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer-reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. The instrument passed electrical continuity. The energy was delivered without any issues and passed the cut test. The knife slot measured at 0.027¿ and the jaw gap verification passed at 0.003¿. The gr force test was performed and passed at 7.55 lbs in the straight orientation. No errors occurred during in-house testing. A review of logs showed no failures.

Event description:
It was reported that during a da vinci-assisted distal-gastrectomy surgical procedure, the vessel sealer extend instrument was not sealing properly. The procedure was completed with no reported injury.